Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure patient had a resolute onyx des implanted. Cec adjudicated non-q wave mi (target vessel) 3rd udmi peri-pci, mid lad. Sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.

Manufacturer narrative:
The patient has a previous medical history of hypertension, hyperlipidaemia and cardiac admissions within 30 days of index procedure. The index procedure was prompted by unstable angina, mi and positive stress test. During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the 1st diagonal. One day post index procedure, cec adjudicated non-q wave mi (target vessel) 3rd udmi peri-pci, mid lad. Septal branch occlusion occurred after pci. Cec adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed that the event was related to the device and antiplatelet medication. The sponsor assessed that the event was possibly related to the antiplatelet medication. The event date (from site) was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.